Event description:
On a hlx2005 configuration, a piece of plastic from the spring arm end cover fell into an open cavity of the pt when the spring was manipulated by the nurse. The piece was removed. The possible contaminated areas within the pt were disinfected. The customer did not report any injuries.